Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not impacted by the cartridge alarm 19. Earlier on the morning of the reported event, the customer's bg level was 54 mg/dl, due to a manual injection that was administered the previous night (unrelated to the pump). However, the customer ate a sandwich and bg level was 190 mg/dl at the time of the call. It was confirmed the customer had manual insulin injections available.